Event description:
It was reported the device was used during a bowel resection. It was reported the tlc55 had been fired twice, once with the original cartridge and with one reload. The second reload was put in (the third cartridge) and the instrument would not work. The cutter would not advance prohibiting the formation of staples. He finished the case by opening up another tlc55. There was no consequence to the pt.